Event description:
It was reported that the left and right clutch was broken. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6)2022 via email and attached to complaint object: additional information unavailable; the event occur before infusion. H6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal and the right plunger case was cracked, the bottom case was damaged, the battery was missing. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced clutch half's left and right. Replaced leadscrew and spring as a preventative measure. Replaced cracked right plunger case along with all the plastic parts of the plunger head. Replaced worm coupling and gear as preventative measure, parts were over 6 years old, clutch half's were over 8 years old. Installed missing battery. Update the device software. The cause of the reported problem was traced to the components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000 h4: correction: device manufacturing date: 24-jun-2013